Event description:
The mother of the pt reported that, the adhesive of an entire box of the pt's infusion sets would only last a few hours after insertion. She stated that, the pt has been more active lately. No physiological effects were reported. The pt did not require medical assistance from a healthcare professional or second party to address the issue. The pt was sent replacement prod. All of the alleged infusion sets have been discarded. No prod will be returned for eval.

Manufacturer narrative:
No prod will be returned for eval.